Manufacturer narrative:
Pc-pc-(B)(4). Date sent: (B)(6)2022. Batch # unk. Additional information was requested, and the following was obtained: a) was the product used in surgery or was it replaced? The product was used in surgery, not at the time because it required a gold cartridge that we passed but in a later shot it was used without any problem. B) did the situation cause any delay in surgery, and if so, for how long? It did cause a slight delay in surgery, approximately 2 minutes. C) type of surgery open lobectomy it is also mentioned that this case is considered a "mix of labels" originated by a local maquiladora which is in charge of placing the labels on the fractionated products. A) name of the supplier that made the labeling error sincronia logistica b) could you provide us with the complaint number generated by the supplier in its system? Waiting for information c) likewise, inform the supplier that we may need the conclusions of its investigation and actions taken to avoid recurrences (this is necessary in case the complaint is reported to cofepris). The supplier has already been notified. The pieces affected are code ecr45g, only those of the insite metropolitano and san javier are affected, in both cases lot 636a98. Total: 6 pieces investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during surgery, incorrectly labeled secondary packaging cartridge is detected. The secondary packaging had the following description: gold reload for echelon 45. The circulating nurse passes the cartridge considering that according to the description it is gold when in fact it was green. The surgeon requested gold. The primary packaging was correct for the green cartridge. Later, the surgeon required a green cartridge for which it was used in surgery. 3 more cartridges with the same labeling problem are detected. No patient consequences reported. No further information is available.